Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. There were magnetic resonance imaging(MRI) compatibility concerns. The rv lead was explanted and replaced. The patient was in stable condition.